Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) has been confirmed upon investigation, the monitor failed incoming testing and delivered varying energy pulses. The cause for the failure was isolated to contamination on connector j1002aa on the defibrillation board. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed a pulse test.